Event description:
It was reported that pump displayed malfunction alert malf 16 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it with no recurrence of malfunction, and was advised to continue using pump and call back if issue happened again.